Manufacturer narrative:
The device history record of reported lot 6074961 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that, during patient intubation, the balloon was punctured, resulting in a change of intubation probe and double x-ray for the patient. No symptoms were reported.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. In attempts to replicate clinical use the tracheal tube was inflated. It was observed that the cuff inflated as normal. The tube was submerged in a water bath to better visualize any leakage. No leakage was observed. The complaint of leakage cannot be replicated or confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.